Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, she did not receive a bolus and experienced elevated blood glucose due to button failure of the infusion device. She stated that the buttons have functioned inconsistently for the past year. She stated, she missed boluses in (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010 and did not realize this until 24 hours later when her blood glucose measured hi on her glucometer. She injected insulin via syringe to lower her blood glucose. She stated in (B)(6) 2010, she was traveling and running out of insulin and experienced elevated blood glucose of hi and the arrow buttons of the infusion device did not function. Her physician gave her a prescription for insulin to resolve the issue. She stated for the past 4 weeks the infusion device will beep once but no alarm is displayed. On one occasion none of the buttons functioned and an error message was displayed (error unk). She removed and reinserted the battery to resolve the issue. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.